Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes),h11. A getinge field service engineer (fse) checked and replaced drive assembly , repair completed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4,d9(return to manufacture date),g3, g6,h2,h6(type of investigation),h11 corrected field: h6(component codes). It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit had leak in iab circuit. After the alarm gas loss in iab circuit was generated, this reported iabp unit was replaced with another one. Iabp therapy was continued and completed with the second iabp unit without any further issues. There was patient involvement however, no adverse event reported for the issue. A getinge field service engineer (fse) checked and replaced purge valve, repair completed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use. The failure analysis and testing dept received part number of purge valve assy serial number with a reported unit failure of iab circuit leak occurred. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed purge valve assy angar into the cs300 test fixture and tested the purge valve assy to factory specifications per the cs300 service manual.the fat dept. Performed an autofill to pump the cs300. After four hours of run time, the fat dept. Could not replicate an iab circuit leak. The purge valve assy passed testing. Retaining the purge valve assy in the fat dept. The most probable root cause is excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in cs300 intra aortic balloon pump (iabp), there was leak in iab circuit alarm, there was no patient harm or injury.